Event description:
Event description guidant/crm received information that at a replacement procedure of an implantable cardioverter defibrillator (ICD) for normal eri, a fracture was noted on this endotak c lead. The lead was removed.